Manufacturer narrative:
Result of investigation: vyaire medical's failure analysis lab reported the customers issue was confirmed and duplicated. This is isolated due to the trans con alarm drift railed high a/d counts. This was a known issue addressed in CAPA ca-2015-0273.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire technical support advised the customer to calibrate all transducers and allow to run the unit for few days if issue still occurs gde (gas delivery engine) needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was on a patient keep alarming high peak (peak pressure). The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.